Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Despite attempts to reload, the issue persisted, leading to a cartridge alarm recurrence. Customer technical support assisted by advising the caller to remove the cartridge, deliver a 9-unit bolus, and confirmed that the bolus was completed successfully. As the caller was unable to resume insulin therapy with the original cartridge and a new cartridge, cts decided to replace the pump and original cartridge. The caller was informed about the procedures for returning the problematic pump and receiving the replacement, including putting the pump into storage mode before returning it. There was no backup therapy available, and the caller planned to consult a healthcare professional. The customer was advised about the next steps upon receiving the replacement pump, and cts confirmed the shipping details, with a requirement for a signature upon delivery.